Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was unable to adjust stimulation. The patient programmer showed a 'call your doctor' icon and a power-on reset (por) condition was reported. There was no stimulation sensation. There was a loss of bladder control and frequency along with acute pain in the perineum area. The symptoms started on (B)(6) 2012, and on friday the patient noticed she could no longer feel any stimulation. The patient attempted to change the setting over the weekend but was getting a poor communication error code. When she tried again today, she got the por message. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-08748.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3093-28, lot# v941624, implanted: (B)(6) 2012, product type lead; product ID 3080, lot# l56879, implanted: (B)(6) 2000, product type lead; product ID 3031, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient. (B)(4).